Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the user experienced resistance when filling a cartridge. The user continued to fill the cartridge, successfully loaded the cartridge, and resumed insulin delivery. The user's blood glucose level was 150 mg/dl.